Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a power error detected alarm, blank display and buttons were unresponsive. The customer¿s blood glucose level was unknown at the time of the incident. Customer's blood glucose level was high and they declined to troubleshooting for high blood glucose. Customer was unable to clear the alarm. Troubleshooting was done for blank screen and the display did returned. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.